Event description:
It was reported that a minicap transfer set leaked from its silicone tubing. This occurred during patient use. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The sample was received and an evaluation of the device was performed. The sample was visually inspected via a clemex intelligent microscope. Leak testing was performed with underwater pressure testing; with no leak noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. The reported problem could not be verified or duplicated. The cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.